Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00801. The same patient is represented in each medwatch. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2003 and mesh was implanted due to stress urinary incontinence. It was reported that patient underwent a removal of sub urethral section of mesh on (B)(6) 2004.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, recurrent stress urinary incontinence, frequency, urgency, obstruction and nocturia.

Manufacturer narrative:
Date sent to the FDA: 12/01/2016. It was reported that patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6) due to incontinence and erosion.